Event description:
Invalid result (s). Customer test didn't show any lines after 15 minutes. He confirmed he performed the test correctly and put 4 drops of sample in the s well but no lines appeared.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov3090005 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Retention samples were tested and met the qc criteria. The complaint issue was not found in the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result (s). Customer test didn't show any lines after 15 minutes. He confirmed he performed the test correctly and put 4 drops of sample in the s well but no lines appeared.